Event description:
Patient has reported left side accumulation of fluid, capsular contracture baker grade iii-IV, capsular calcification, multiple palpable nodules, recurring breast pain and deformation, anxiety due to "breast implants affected by the recall". Patient later reported "implant disease" and "torn out pectoralis major muscle" and "mastodynia and breast deforming due to moved device." Therapy included antibiotics and anti-inflammatory therapy (medications). Patient additionally reported "rupture." Device has been explanted and replaced.

Manufacturer narrative:
Corrected data.

Manufacturer narrative:
Corrected data: b5.

Event description:
After further review, it has been determined rupture is for the contralateral side.

Manufacturer narrative:
The events of seroma-late, capsular contracture, baker grade iii-IV are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, capsular contracture, baker grade iii-IV.

Event description:
Patient has reported accumulation of fluid, capsular contracture baker grade iii-IV (side unknown), capsular calcification (side unknown), multiple palpable nodules (side unknown), recurring breast pain and deformation (side unknown). Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient has reported "accumulation of fluid", capsular contracture baker grade iii-IV, "capsular calcification", "multiple palpable nodules", "recurring breast pain and deformation" and anxiety due to "breast implants affected by the recall". Patient later reported "implant disease" and "torn out pectoralis major muscle" and "mastodynia and breast deforming due to moved device". This record relates to the left side. Device has been explanted.

Event description:
Therapy included antibiotics and anti-inflammatory therapy (medications).

Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: ¿ seroma-late: unable to observe as it is not related to the device. ¿ capsular contracture: unable to observe as it is not related to the device. ¿ calcification: unable to observe as it is not related to the device. ¿ lump/nodule: unable to observe as it is not related to the device. ¿ anxiety - product/procedure: unable to observe as it is not related to the device. ¿ migration: unable to observe as it is not related to the device. Additional observations: ¿ observed 1 opening assessed as surgical damage. No further actions are required as no manufacturing issues are observed.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation:visual analysis of the photographs identified: ¿ calcification: unable to observe since it is a medical event and is not related to the device. ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. ¿ anxiety - product/procedure: unable to observe since it is a medical event and is not related to the device. ¿ lump/nodule: unable to observe since it is a medical event and is not related to the device. ¿ seroma-late: unable to observe since it is a medical event and is not related to the device. ¿ migration : not applicable as the event is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient has reported left side accumulation of fluid, capsular contracture baker grade iii-IV, capsular calcification, multiple palpable nodules, recurring breast pain and deformation, anxiety due to "breast implants affected by the recall". Patient later reported "implant disease" and "torn out pectoralis major muscle" and "mastodynia and breast deforming due to moved device". Device has been explanted and replaced.